Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign matter found in a bd angiocath¿ plus prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Two photo were return for investigation. Fm was observed in the photo. The nonconformance cannot be confirmed as no actual sample was returned for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the returned photo sand observed the report of foreign matter reported. However, since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. As a result, the root cause of the reported issue could not be determined.